Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to diabetic ketoacidosis. The customer stated that she had been using insulin that was not refrigerated and went bad. Blood glucose level at the time of the incident was over 300 mg/dl. The customer stated that she had been feeling sick for a couple of days and began to vomit. Troubleshooting was not performed as the customer stated that bad insulin was the cause of the incident. The insulin pump was not replaced or returned for analysis.